Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or lot was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2 brief inquiry description air and free-flow concerns with infusomat pumps/tubing detailed inquiry description I had an issue with a piggyback with decadron. When I connected and opened the clamp without even starting the drip, it was running as a free flow. The pump didn't stop it and the primary was lower then the secondary bag. I am not sure if it was backing up into the primary or just went through the pump. I changed the secondary tubing but still did the same. After I changed the primary tubing it worked. I don't know if it was the hub. The same thing happened with a zofran on a different day with a different nurse. My biggest concern is that on 4/22 it happened with taxol (chemotherapy) and the patient had an allergic reaction. When we stopped the infusion due to reaction it was noted that the IV bag infused more then it supposed to according to the mar start time. When the patient restarted I watched with the nurse taking care of the patient that it was dripping too fast. The chemo was sent to pharmacy for the tubing to be changed and the nurse changed the pump and it worked. I put the pump aside, I have it . Is there a way to look back on the history so maybe we can see if it was a pump issue? Reported allergic reaction due to faster rate of infusion than expected. Patient reportedly experienced an allergic reaction.